Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/13/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
On june 16, 2017 the manufacturing and expiration date were received. Therefore, the model #/lot #. And UDI fields of this report have been updated. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smartablate¿ irrigation tubing sets, and foreign material was discovered in the tubing sets. The first tubing set was cloudy and had crystal looking objects inside. The tubing was replaced and the issue remained. Complaint product was inspected and it was found in normal condition. No crystals were found in the tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed.

Manufacturer narrative:
We are working on the device history record (DHR) and UDI information, once we get more information it will be submitted in a supplemental reports. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two smartablate¿ irrigation tubing sets, and foreign material was discovered in the tubing sets. The first tubing set was cloudy and had crystal looking objects inside. The tubing was replaced and the issue remained. The tubing was replaced again and the issue resolved. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available. This event was MDR reportable if material is found inside the tubing set, then it can cause embolism or stroke.